Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account and determined the mast needed to be replaced. Technical support provided the account the part number to order to replace the mast. The sabina ii instruction guide states that for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account ordered and installed a new mast to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the weld for the leg support bracket on the mast was cracked. The lift was located in the patient area at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).